Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient had recently underwent prophylactic replacement. It was reported that patient's device had spontaneously disabled. During a follow up visit a month later, the patient's device was seen to be disabled, no error codes were mentioned. The device was re-enabled as a result. No other relevant information has been received to date.

Event description:
It was reported that the patient device has depleted to 8% battery life. The patient was referred for surgery as a result.

Event description:
The patient's generator was replaced. The explanted generator was not received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information ; initial MDR inadvertently omitted information known prior to submission.